Event description:
Implanted port device removed due to inability to draw back on lines. Pt had port for chemotherapy infusion. Pt had to undergo another procedure for removal of this device and implant another.